Manufacturer narrative:
Sections with additional information as of 31-may-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 213, 176, 200 and 246 mg/dl. The customer¿s expected blood glucose test result ranges are 80-130 mg/dl am fasting and 90-130 mg/dl pm fasting (2 hours post meal). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history: result 1: 213 mg/dl, date: on (B)(6) 2024, time: 7:15 am fasting . Result 2: 176 mg/dl, date: on (B)(6) 2024, time: 10:00 am fasting . Result 3: 200 mg/dl, date: on (B)(6) 2024 , time: 6:15 am fasting . Result 4: 105 mg/dl, date: on (B)(6) 2024 , time: 12:00 pm fasting . Result 5: 246 mg/dl , date: on (B)(6) 2024 , time: 8:00 pm fasting.